Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 staples were malformed and the staple points were not sharp. Only information available. More information to follow. 12/18/1999. Message from affiliate. There is no further information available concerning this event. The hospital did not keep any details or the samples.